Manufacturer narrative:
Patient height reported as 6¿10¿ date of event: date patient pain began is not known. This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as 5 to 6 years prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a tibial nail approximately 5 to 6 years prior to removal. On unknown date, patient reported pain. It was determined the nail was rubbing against the patella. Patient was returned to surgery on (B)(6) 2018 where the nail and screws were removed fully intact. Surgery was completed successfully with no delay. Patient was not revised to additional hardware and is reported as stable. Concomitant devices reported: locking screw (part number unknown, lot number unknown, quantity unknown). This report is for an unknown locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing site is unknown device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.